Event description:
It was reported that a malfunction occurred with the customer's pump, identified by the malfunction code malf 24, and the issue could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to switch to mdi as a backup therapy to maintain insulin delivery and was sent a replacement pump with updated software by technical support. The customer understood the instructions on how to proceed with the new equipment and was informed to return the malfunctioning pump to tandem.